Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Customer continued to use the same cartridge. Customer's blood glucose level ranged between 200-300 mg/dl.